Manufacturer narrative:
Result of investigation: device was returned and evaluated. The reported complaint was duplicated and isolated to a faulty/unstable o2 (oxygen) relay assembly calibration drift making fio2 (fraction of inspired oxygen) concentration unstable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ii ventilator has o2 (oxygen) issue on and can hear leakage from the gde (gas delivery engine). The customer confirmed that there is no patient involvement associated with this reported event.